Manufacturer narrative:
Pump was received with missing segments/partial display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to missing segments/partial display. Pump was cut open to perform visual inspection and found a cracked lcd glass and moisture damage on the battery tube, pcba 1, pcba 2, force sensor flex connector. The sc1 cap locks properly into the reservoir compartment. [Per observation that the knit line near the belt clip plate is normal.] The following were noted during visual inspections: corroded battery tube, cracked glass, scratched lcd window (minor), cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, and severely dented (battery tube and pump case). Missing segments/partial display was confirmed due to cracked lcd glass. Unable to download history files and traces using thump due to missing segments/partial display. Unable to confirm critical pump error (open book image) alarm, flashing medtronic logo and drive/motor anomaly due to missing segments/partial display. Cosmetic damage was confirmed on the lcd window screen, however, no damage found on the display cover (the pump does not feature a display cover). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the critical pump error. The customer stated a cracks in the display and a loud noise. Flashing the medtronic logo on the screen and for the rest no response from the pump. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and the customer was instructed that the pump would be replaced. No harm requiring medical intervention was reported. The customer was instructed to revert to the backup plan per health care professional instructions. Mmt-1885 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.